Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the reported flashing emergency light was reproduced and found that it was caused by an internal failure of the emergency light; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the emergency light of the subject device was blinking. The reported issue was observed during the device inspection visit. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (emergency light blinking) was confirmed and found to be caused by emergency light failure. In addition, service found the light guide connector was worn. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.